Manufacturer narrative:
No complaint was received with return of the device. Failure event observed during analysis. Final analysis found only the connector portion of the lead was returned in one piece measuring 39.3 cm. External insulation abrasions were noted in two locations caused by friction to the device can at 12.4cm to 12.6 cm and 29.2 cm to 29.4 cm from the connector pin. The insulation abrasion breached the svc cable lumen with no damage noted to the etfe cable coating. An external insulation abrasion caused by friction to the device can at 15.8 cm to 16.0 cm from the connector pin. The insulation abrasion breached the re cable lumen with no damage noted to the etfe cable coating. An external insulation abrasion caused by friction to the device can breaching the optim sheath only was noted at 24.2 cm to 25.1 cm from the connector pin. The silicone insulation beneath was not damaged in this region.

Event description:
This report is to advise of an event observed during analysis.